Event description:
It was reported that during intra-aortic balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer was able to switch over to the fluid filled lumen as alternate access but had difficulty obtaining numbers. The getinge representative had them unplug the fiber optic cable and explained why the numbers wouldn¿t populate with it plugged in. They were able to zero the line but still had unreliable numbers. The bedside rn then mentioned that the iab arterial line came up clotted from the cath lab a few days ago. They were then assisted in switching over to the patient¿s radial arterial line for alternate access successfully. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing approximately 55.6cm and 75.9cm from the iab tip. Additionally the optical fiber was found to be broken within the catheter tubing approximately 72.4cm from iab tip. The sensor cable was returned cut approximately 11.9cm from the y-fitting. The optical fiber was found to be broken, confirming the reported problems. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.